Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc board was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported intermittent system errors occurred at workstation startup, requiring a reboot when it occurred. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.